Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met less than 80% of expected longevity. Battery analysis found no evidence of an internal mechanism for premature depletion during destructive analysis. The battery was essentially fully discharged. No problems were found with battery. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.